Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.50x12mm promus premier¿ stent was advanced but was unable to cross the proximal part of the lesion. The device was inspected and it was noted that the stent was damaged. The procedure was completed with a different device.